Event description:
It was reported that during removal of the 2.75x12 rx multi-link 8 stent delivery system from the dispenser hoop, slight resistance was felt, regular force was applied, and the catheter shaft separated at the mid segment. The device was not used and there was no patient involvement. Another multi-link 8 stent delivery system was used in the procedure successfully. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.